Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material deformation was confirmed. The reported stent dislodgement was not confirmed as the stent implant was stationary on the balloon between the markers. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the 3.5 x 28 mm xience sierra stent delivery system was removed from the device packaging without issue. The protective sheath was removed from the device without resistance and it was noted that the stent was flared and loose on the balloon. The device was not used and there was no patient involvement. The device was replaced with a second same size xience sierra. There was no adverse patient effect and no clinically significant delay. No additional information was provided.